Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m216966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m216966 and test base part number 192-430 / lot m216966. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m216966 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text : device discarded, single use.

Event description:
The customer reported three (3) false positive results with ID now covid-19 on nasopharyngeal swab. Per the customer, two (2) positive results were received with ID now covid-19 on (B)(6) 2023, and another positive result on (B)(6) 2023.a confirmatory test (lamp method) was performed and generated a negative result. The customer confirmed that all 3 patients were asymptomatic. This MFR. Report addresses test one (1) of three (3) tests. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported three (3) false positive results with ID now covid-19 on nasopharyngeal swab. Per the customer, two (2) positive results were received with ID now covid-19 on (B)(6) 2023, and another positive result on (B)(6) 2023. A confirmatory test (lamp method) was performed and generated a negative result. The customer confirmed that all 3 patients were asymptomatic. This MFR. Report addresses test one (1) of three (3) tests. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional patient information, including treatment and outcome, was provided.